Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime process. The reporter was disconnected druing the prime process. The insulin pump piston continued moving forward after coming in contact with the reservoir. Insulin squirted out, followed by the alarm. Reporter was unable to leave the prime process and has attempted with different sets. Insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.